Manufacturer narrative:
Approximate age of device, 1 year 4 months (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was found unresponsive with unknown down time and transferred to emergency department. Advanced cardiovascular life support (acls) for cardiac arrest was initiated. The lvad displayed low flow alarm. Care was withdrawn and the patient expired. No autopsy performed. The device operated as expected and the death was not considered device related. No further information was provided.

Manufacturer narrative:
Correction (date of death).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The hmii lvas IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.